Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set plastic ring attached to the infusion set fabric disconnected from the tubing. The patient's blood sugars had risen over 400mg/dl when her pump alarmed. A bolus from the pump and an insulin shot were administered and the site was changed. The blood glucose was high for over 3 hours before it went down. No permanent injury was reported. See MFR: 3012307300-2016-00457 and 3012307300-2016-00458.